Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon reported an issue with the devices used; the stapler and its reload. The stapler was with its stem crooked (not straight) and was hard to staple, but the surgeon decided to use it anyway. At the time of stapling, the surgeon had to perform too much force to stapling. The reload; staples improperly formed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/16/2017. Batch # m55k50. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge not loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.